Manufacturer narrative:
Initial reporter address: (B)(6). There were multiple 510(k) numbers. PMA/510(k)#: k111860. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "late amplification at the n1 target in samples known to be negative."

Event description:
It was reported when using the bd max¿ system, bd max¿ instrument a false positive result was produced. There was no report of confirmatory testing. There was no report of adverse patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "late amplification at the n1 target in samples known to be negative."

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916and serial number (B)(6)) had a "false positive¿. Customer reported that they have noticed late amplification on n1 in a known negative sample. Service was provided photo of the test strip and cartridge used and no problem was noted. Clinical support visit to review sample process. No further issues were noted. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 04jan2022, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed as no information provided that allude an instrument issue.